Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 of the initial medwatch as the information was inadvertently left off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e116 occurred due to failure of the main board. The cause of the faulty main board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. However, the device external and internal were in good condition. According to the investigation, when the unit was moved whist camera in the mouthpiece, e116 would appear. In addition, no power on the mother board just the standby led light, both gpu and cpu fans stopped and no seven-segment display lit. The investigation reported that the fault was found with the motherboard. The faulty part was replaced and tested in accordance with OEM service manual, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus field service coordinator reported to olympus, that the visera 4k uhd camera control unit exhibited e116 error code. The event occurred during an unknown procedure. It was reported that the procedure was completed using the same device with 5 mins delay. There was no report of patient harm or user injury associated with this event.